Manufacturer narrative:
The device was not returned for evaluation. The complaint for interventional device interacts with pre-existing implantable device and valve malposition was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "during a mitral valve-in-ring case with a 26mm sapien 3 ultra valve, valve deployment caused mitral ring dehiscence. The valve landed low". The interaction between the transcatheter heart valve and mitral ring could be potentially from multiple factors (i.e. Pre-existing dehiscence ring, new implanted ring, delivery system non-coaxially cross the ring, excessive manipulation, and etc.). Due to limited information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, mitral ring dehiscence could have challenge for valve positioning and deployment, since the mitral ring was unsecured on native annulus. It could cause the movement of deployed valve during the deployment resulting in malposition. Per training manual, "the dehiscence might worsen after a thv-in-ring with risk of embolization: the stress load at the ring's surgical sutures is relatively low before tmvr, and it will increase after (systolic pa)". As such, available information suggests that procedural factors (mitral ring dehiscence) may contributed to the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during a mitral valve-in-ring case with a 26mm sapien 3 ultra valve, valve deployment caused mitral ring dehiscence. The valve landed low. A second valve was opened but was not implanted because ring dehiscence was noticed.

Manufacturer narrative:
Investigation is ongoing.